Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to have depleted prematurely as the device was in service for less than five years before requiring replacement. This device was explanted and replaced on (B)(6) 2026 and is expected to be returned for laboratory analysis. Besides surgical intervention, no other adverse patient effects were reported.